Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a hair was found inside of the sterile packaging. While unpacking a filter wire ez for a vein graft procedure, a two inch hair was found inside of the sterile packing. It was reported that all the packaging was in tact before the device was opened. The device did not make patient contact and the procedure was successfully completed with another fileter wire ez. No patient complications occurred and the patient's condition was listed as "ok".

Manufacturer narrative:
A trend analysis covering a 15-month period ((B)(4), 2009 to (B)(4), 2010) was performed for the as reported codes "package foreign matter" and "device contaminated" for the filterwire ez product family. The analysis displayed (B)(4) complaint that was reported in relation to this issue. Inclusion of this complaint into the trend analysis consisted of the "as reported code description" combined with the product family. Over the analysis period, this complaint was not associated with an adverse trend. Filterwire ez foreign matter complaints: MDR access number: 2134265-2009-03283, (B)(4), product family: filterwire, as reported description: package foreign matter. Production techniques have been reviewed in relation to the referenced complaint. Manufacturing procedures are in place to prevent contamination. These procedures include (B)(4). It should be noted that the complaint device was manufactured at the (B)(4) facility in january 2009. Filterwire ez manufacturing was transferred from the (B)(4) facility to the (B)(4) facility (B)(4). Since manufacturing began at the (B)(4) facility, there have been no complaints reported for foreign matter for the filterwire ez device. (B)(4).

Event description:
It was reported that during a preparation for a percutaneous coronary intervention (pci) procedure, a hair was found inside of the sterile packaging. While unpacking a filter wire ez for a vein graft procedure, a two inch hair was found inside of the sterile packing. It was reported that all the packaging was in tact before the device was opened. The device did not make patient contact and the procedure was successfully completed with another filter wire ez. No patient complications occurred and the patient's condition was listed as "ok".

Manufacturer narrative:
(B) (6): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).